Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the device ran for 414 pulses, 47 of which occurred during first prime, before being deactivated. No timeouts, drive stalls, or rotational sensor abnormalities were observed in the data and no alarms had been generated. The needle mechanism was observed to still be in the not deployed state with the release bar held down. The needle mechanism deployed fully as intended during rerun, and no abnormalities were observed in the rerun data. The needle mechanism deployed as intended after being manually reset. The investigation did not find any damages or deficiencies that would contribute to the needle failing to deploy by the end of second prime. The cause of the cannula failing to deploy by the end of second prime could not be determined.

Event description:
It was reported that the needle did not deploy at pod activation. The patient's blood glucose level reached 22 mmol/l (396 mg/dl). No treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.